Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the complaint is a malpositioned implant impinging on the nerve root. Part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implant, p/n 7045-90, lot# i0857, manufactured 12/05/13, expires 2018-11; ifuse implant, p/n 7050-90, lot# i0863, manufactured 06/27/13, expires 2018-11; ifuse implant, p/n 4045-90, lot# 8136003938004, manufactured 09/17/12, expires 2015-10.

Event description:
In (B)(6) 2014, the patient underwent a left side ifuse si joint arthrodesis where three ifuse implants were placed. The patient did well for a week but then presented with complaints of pain. The surgeon felt that the most superior implant was too long and was impinging on the neuroforamen. In (B)(6) 2015, the surgeon performed a revision surgery where he removed the impinging implant and added a new shorter implant in a different location. The patient's pain complaints immediately resolved after the procedure.